Manufacturer narrative:
Batch record review of the reported lot was performed and no deviations were noted. Chemistry and microbiological testing on a retained unit were performed; all results were within specification. The actual unit of solution used by the patient was received by the manufacturer at a later date. Chemistry and microbiological testing is in process on the patient's unit of solution.

Event description:
A male patient reported experiencing corneal ulcers in his right eye after using complete moistureplus multi-purpose solution. He went to a hospital emergency room complaining of severe pain, red eyes, and sensitivity to light. The attending doctor reportedly diagnosed corneal ulcers od, prescribed painkillers and antibiotic eye drops, and referred the patient to an ophthalmologist. The ophthalmologist confirmed the diagnosis and treated the patient with more antibiotic eye drops and steroid eye drops. Status of patient recovery is unknown; treatment was ongoing as of april 3, 2007. The patient reported no problems with his left eye, except for some redness and itching early on. We are attempting to obtain further information from the patient's doctors.